Event description:
The user facility reported that during support of impella cp upon arrival to intensive care unit, the patient¿s gauze saturated blood for groin site. Site was redressed with topical hemostatic products and new gauze. Physicians np contacted physician w update and current drops which included aggrastat. Aggrastat discontinued, light pressure femstop applied to strap pressure. Hgb was 11.8 at this time. No blood products were ordered. And oozing appeared to be controlled post femstop. The patient became a do not resuscitate. The patient continued to deteriorate. Decision made to withdraw care and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: added codes to type of investigation: b11, b13. H11: added the results of the investigation. Investigation summary: the device was not returned for evaluation. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history lot: device lot: 1970179. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.